Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed failure investigations. Failure analysis investigations was not able to confirm the reported complaint. The instrument was fully functional and energy was successfully delivered with no issues. There are no broken pieces at the distal tip and no damage at any area of the instrument. No damage was found. Device history record (DHR) review of this device did not find any non-conformances that were related to this reported event. It is unknown if the customer returned the correct device to isi since there were other maryland bipolar forceps instruments used on the same reported event date of (B)(6) 2016. On (B)(6) 2016, isi attempted to follow-up to confirm if the site returned the correct device; however, isi has not received any responses at the time of this report. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to following conclusions: a piece of the maryland bipolar forceps instrument allegedly fell inside the patient and was retrieved. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the maryland bipolar forceps instrument did not work and subsequently the insulation broke and fell into the patient. Staff reportedly was able to get all pieces out. There was no allegation of any harm, injury or adverse outcome to a patient. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr) and verified that broken piece was retrieved laparoscopically with another instrument and the surgeon continued the planned procedure with a similar instrument. No x-ray was performed as the csr stated that the surgeon was confident that they removed all broken piece from the patient. The csr did not notice any instrument collision intra-operatively.